Event description:
It was reported that: during pre-use checkout of the ventilator, the device would intermittently not pass the leak test. In the instances the device did pass, the device posted a leak of approximately 200 to 250 ml.